Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
It was reported that insulin pump has cracks on the display screen. Customer's blood glucose reading was 140 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.